Manufacturer narrative:
Haemonetics has requested that the rotors be returned for evaluation, however, the customer confirmed that they disposed of the rotors. This issue of anticoagulant (ac) depletion has been investigated under a corrective action. The results of that investigation determined the likely cause was the harsh cleaning solution used to clean the pump rollers at the customer site can cause damage to the pump rollers which may lead to a device malfunction. New rotors were sent to the customer for the on-site technician to replace. Haemoentics confirmed that the customer is aware of the haemonetics medical device safety alert regarding the proper cleaning solutions to use to prevent the early degradation of the rotors.

Event description:
Haemonetics received a complaint on 09/22/2016 for a report of anticoagulant (ac) depletion with no donor reaction.